Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and determined multiple consumables malfunctioned. The fse replaced the sample syringe, sample probe, reagent probe and performed realignments to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. However, there is sufficient evidence to suggest a part malfunction was the cause of this event. The fse performed system performance successfully. No further issues were noted after part replacement. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
Customer reported the dxc 700 au clinical chemistry analyzer generated one (1) false low patient result on (B)(6) 2025 for total bilirubin (tbil). The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.